Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the unit passed all functional tests and the video output signals and images were verified to be within specifications. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined possible causes of the reported problem are 1.) Failure of the video connectors due to age related degradation or 2.) Connection to the subject device without sufficiently drying the electric junction of the video connectors, resulting in events in which the images of the scope could not be imaged. As stated in the instructions for use, as a preventive measure for 2: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. " "if they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. " "connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed." "Do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. "Before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed." "Do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection."

Manufacturer narrative:
The suspect device has been returned to olympus. The device evaluation has not been completed at this time. A supplemental report will be submitted with the device evaluation results.

Event description:
A user facility reported that no image was produced when using the device. There was no patient injury or harm, associated with the problem, reported to olympus.